Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the pump was unable to complete the rewind step due to a call service alarm. It was noted that the pump display stated that rewind was complete, but the piston rod had not rewound. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis (B)(4) 2014 with the following findings: a review of the pump history showed multiple call service alarms on the reported failure date. The pump was not able to perform rewind, load, and prime steps without a call service alarm occurring. The pump was opened to observe the motor assembly and an internal motor failure was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.